Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device could not drain. According to the report, the device looked normal from the outside. It appeared the device was blocked at the outlet and hydrocephalus was noted as a symptom/complication associated with the event. Reportedly, the device was replaced and there was no injury to the patient.

Manufacturer narrative:
The valve was dissected to investigate the cause for the occlusion described by the surgeon. The ruby ball was still lodged into the cone upon disassembly, and the large amounts of biological debris is believed to be the reason why the ball remained lodged into the cone, which resulted in the occluded behavior noted by the surgeon that resulted in an inability for csf to flow through the valve mechanism. If information is provided in the future, a supplemental report will be issued.